Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 475cc saline prosthesis, catalog #3542680, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female acquired bilateral hematomas after breast augmentation revision with mentor siltex round moderate profile 475cc saline prostheses. A procedure to suction the hematomas was performed. 300ml of fluid were suctioned from the left prosthesis, and 100ml was suctioned from the right. There were no procedural complications. (See 1645337-2018-04559 for contralateral prosthesis report).

Manufacturer narrative:
The device history record (DHR) for the lot number 7470953 was reviewed on 8/10/2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).